Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 215 mg/dl at 2:10 a.m., 101 mg/dl at 2:14 a.m., 292 mg/dl at 9:50 a.m., and 91 mg/dl at 9:54 a.m. No adverse event reported. Return of the suspect device was requested for evaluation.